Event description:
A 6f angio-seal sts plus device was used to seal the right femoral arteriotomy site post percutaneous cardiac procedure. The access was problematic and several attempts were made resulting in multiple punctures. A 5f procedure sheath was used. Difficulties were encountered. After deploying the angio-seal, hemostasis was not achieved and manual compression was applied. The pt was given protamine, 25mg IV, over 10 minutes. Post procedure, the pulses were doppable, however, the right foot was blanched and colder than the other. The pt was transferred to ICU, due to monitoring of the foot and a 3-vessel coronary artery disease surgical consult. The patient underwent a right femoral exploration, thrombectomy, and sapphenous vein patch. The angio-seal was removed. The patient was given heparin and the next day the right foot was warm and pulses were present. The patient was re-evaluated for cornary bypass graft surgery.